Event description:
Immediately post treatment the doctor noted a small black burn mark on the tip. The pt has burns on both sides of face in the upper cheek area. The burns have turned into small red blisters and appear to be healing.